Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male pt who received super poligrip ultra fresh denture adhesive cream (B)(4) for denture adhesion. A physician or other healthcare professional has not verified this report. On an unk date, the pt started super poligrip ultra fresh denture adhesive cream. At an unk time after starting super poligrip ultra fresh, the pt was diagnosed with neuropathy. The pt reported that he experienced hand tingling, tingling feet and sometimes has no strength in his legs. The pt stated that he was afraid to continue using the product due to the zinc content, even though he did not use excessive amounts. This case was assessed as medically serious by gsk. The pt was treated with pregabalin (lyrica). Treatment with super poligrip ultra fresh was discontinued. The pt could not provide the lot number and is not returning the product. At the time of reporting the events were unresolved.

Manufacturer narrative:
(B)(4).